Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's issue has resolved.

Event description:
The patient has two extensions from the same lot. It was reported the patient will undergo surgical intervention on a later date due to experiencing discomfort at the extension site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6)2015. During the procedure, one or both of the extensions was buried deeper. Regardless, the patient's issue remains ongoing. In turn, the patient was prescribed pain medication and will follow-up with his doctor on a later date.